Manufacturer narrative:
The device was not returned for evaluation, but a review of clinical data determined that the most likely root cause of the delivery issue is determined to be patient condition because it was reported that impella insertion was aborted due to patient's cardiac anatomy. Potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. To conform to updated procedures, sections d6 and h10 have been revised with updated information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female of an unknown race in st elevated myocardial infarction was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that impella 5.5 placement was unsuccessful due to the patient¿s cardiac anatomy. No patient harm was reported.